Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2010 due incidence of hyperglycemia. Per the pt his blood glucose became elevated at 2:00 pm at this time it was between 300-400 mg/dl. Within a few hours the pt report his blood glucose was >900 mg/dl and he was ill. He was brought to the hospital when he became ill. He was admitted and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.